Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to close the gantry. There was no reported impact to patient outcome and no reported delay to procedure.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The dingus was aligned and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The type of procedure was a left l5-s1 tlif, l5-s1 posterior instrumented fusion. There was a 30 minute delay in surgery to trying to open and close the system, reboot it, then switch it out for another imaging system. The issue couldn't be resolved at the time of the event. The site and manufacturer representative (rep) couldn't get the gantry to close and had to switch to another imaging system to confirm screws. They were able to get the first scan done for the case, which was the most important. They could not complete a 2nd scan to confirm screws as they would normally.

Manufacturer narrative:
Additional information added to section a and b5. Additional annex f code added to h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that there was no impact on the patient's outcome.